Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low glucose (gluc), sodium (na), potassium (k), and chloride (cl) results that were reported out of the laboratory for one patient, generated by the au400 clinical chemistry analyzer. No affect to patient treatment was reported with regard to the erroneous results.

Manufacturer narrative:
No qc issues were indicated. The customer indicated that upon routine inspection, the customer opened the top cover of the main frame and found water leaking into the probe transfer area from the rack transfer area. The sample valve was replaced and is still currently under investigation. A root cause has not been confirmed for this event to date.